Event description:
(1) the patient and their spouse filled a portable unit from a companion 41 liquid oxygen stationary (c41) unit. (2) after removing the portable unit from the c41, the c41 began leaking oxygen straight up to the ceiling. (3) no injury or property damaged occurred. (4) the patient immediately called their hcp to retrieve the unit. (5) the hcp picked up the unit and is planning to return it to company for evaluation.